Manufacturer narrative:
The soft cannula and needle mechanism assemblies were inspected and no damages or defects were noted. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. Data downloaded from the device indicates it ran for 819 pulses. The device primed, delivered a few boluses, then strictly administered a basal rate for the remainder of the run. This behavior does not constitute typical customer use. As the data does not indicate typical customer use, the root cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was worn for less than an hour.